Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/uterus was perforated during procedure') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast. Concurrent conditions included hypertension. Concomitant products included atenolol, fluoxetine and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation (B)(6) 2009). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Lot number and lab data added. Concomitant medication and condition added. Event¿s; perforation (uterus), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/uterus was perforated during procedure') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast. Concurrent conditions included hypertension. Concomitant products included atenolol, fluoxetine and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation (B)(6) 2009). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.